Event description:
It was reported that myopotential oversensing and post-paced t wave oversensing were observed. Patient condition was good. No further information is available.

Event description:
New information received notes that post-paced t-wave oversensing continued to be observed. Additional programming changes were recommended and the device remains implanted.

Event description:
New information received notes that a programming change was made.

Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. The device remains implanted.

Manufacturer narrative:
.